Manufacturer narrative:
Additional narrative:: complainant part is not expected to be returned for manufacturer review/investigation.: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure, the va locking patella plate 2.7 anterior 6-hole, stainless steel, 2.0 mm threaded guide for 2.7mm screw, 2.7 mm va lcp clavicle plates, 2.0 mm drill bit/quick coupling 140 mm, 60 mm calibration and the two (2) 2.7 mm/3.5mm va-lcp medial distal humerus plates had an unknown allegation. There was no known surgical delay. Procedure was completed without any delay. This report is for one (1) 2.0mm drill bit qc 140mm 60mm calibration. This is report 8 of 12 for complaint (B)(4).